Event description:
Edwards received notification from the implant patient registry that a patient with a 23mm sapien 3 ultra resilia valve, implanted in the aortic position, underwent an explant procedure after an implant duration of approximately 3 months and 8 days due to unknown reasons. No additional details were provided.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon the completion of the investigation.

Event description:
Edwards received notification from the implant patient registry that a patient with a 23mm sapien 3 ultra resilia valve, implanted in the aortic position, underwent an explant procedure after an implant duration of approximately 3 months and 8 days due to unknown reasons. Per the medical records, post procedure, the patient developed severe aortic insufficiency (ai) with dyspnea. Exacerbating the patient's symptoms was mitral valve prolapse with severe mitral regurgitation. It was decided to explant the aortic 23mm s3ur as the patient also required a mitral valve replacement. The ai was not clarified as central vs. Paravalvular leak (pvl). There was no pvl at implant. The root cause was not the patient underwent explant of the thv with an edwards surgical valve avr with mvr due to severe aortic regurgitation and severe native mitral regurgitation. Gross pathology revealed the explanted thv was combined with "dystrophic calcification" and degenerative changes. It was not clarified which leaflets were calcified (native vs. Thv leaflets). The patient was discharged in stable condition.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h6. The device was not returned for evaluation. Therefore, a no product return engineering evaluation was completed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of unknown regurgitation was confirmed based on the provided medical record. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation, including central regurgitation and paravalvular leak are potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In addition, paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, ''the patient developed severe aortic insufficiency (ai) with dyspnea. Exacerbating the patient's symptoms was mitral valve prolapse with severe mitral regurgitation. It was decided to explant the aortic 23mm s3ur as the patient also required a mitral valve replacement. The ai was not clarified as central vs. Paravalvular leak (pvl). There was no pvl at implant. The root cause was not discussed''. Due to limited information provided, a definitive root cause was unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventive action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.